Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was reported that on (B)(6) 2013 the patient was taken to the emergency room (ER)for a "potential" stroke. It was stated that a CT scan and an EKG were done. The device had been turned off for a day during the "ER syncope episode" and the patient experienced "significant pain" in her neck once it was turned back on. It was stated that the stimulation was off for a day after the ER visit and was kept off after the EKG. It was reported that after the EKG the pulse width was at 210 pw on both sides, but she should have been at 210 pw and 150 pw. It was noted that the patient had control of the pulse width (pw) with the programmer, but she had not used her programmer. It was stated that they were unable to bring the pw down past 180. It was noted that the pulse width was lowered in the clinic on the day of the report and the patient was ambulatory, but her head was tilting right more than normal, although it was never straight. It was reported that the health care provider (hcp) saw the patient 10 months ago and the setting were correct at that time. The patient saw a physician in (B)(6) 2013 and the only adjustment made was moving the left lead up from 2.8v to 3.0v. It was reported that the patient's condition was better than when she first walked through the door to the doctor's office. It was noted that the patient was going to have botox injections "soon". It was stated that the patient's situation was "seemingly complex". Additional information received from the health care provider (hcp) reported that the cause of the event was turning the device on after it had been off for an extended period of time. It was stated that there were high settings on the implantable neurostimulator (ins) and it had been turned on after it had been off for more than 24 hours. There were no abnormal impedances. The ins was reprogrammed on (B)(6) 2013. It was stated that the current was lowered by decreasing the pulse width on the right electrode. It was reported that there was improvement in the head tilt. The patient's signs and symptoms were "increased tremor and head tilt after the ins was turned off". It was reported that the patient's pulse width was 210 on the left and 150 on the right per medical records for (B)(6) 2013. When the patient was seen in the clinic the reading were 210 on the left and 180 on the right. The pulse width was lowered to 150 microseconds on the right electrode.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v663227, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v663227, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).